Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'warning: possible device malfunction' message upon interrogation.